Event description:
It was reported that an ongoing minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was filling the cartridge with an insulin pen. Tandem technical support educated customer of the off-label use. The customer reverted to manual injections for insulin therapy. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.